Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.7. Date: (B)(6) 2011, inratio: 2.7, re-test: 1.2. Test and re-test were done within 45 minutes. Re-test was performed with blood that ran down the pt's finger and applied with a micro safe tube. Pt reports having a hard time getting the green light to come on when applying the blood sample.